Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the providone cotton (sponge) was separated from the cap of three (3) minicaps. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were reviewed and one photograph showed the sponge foam separated from the cap. The reported condition was verified for one sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.